Event description:
It was later reported that 6 months to 1 year ago, the patient's dbs turned off randomly and after a few days he was "seizing bad". At this time the patient checked it, it was off, tried to turn back on but his controller said go see hcp (health care professional) (call doctor icon). The patient went to the hcp, couldn't turn me on with his clinician programmer and had to call the manufacturer for assistance. They were ultimately able to get it back on.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was not feeling well due to the device turning off, because of a power on reset (por) condition. The reason for the por was unknown. The physician was able to clear the por with the physician programmer and the therapy was restored for the patient.

Manufacturer narrative:
Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3387s-40, lot# v754185, implanted: (B)(6) 2011, product type: lead. Product ID: 3387s-40, lot# v754185, implanted: (B)(6) 2011, product type: lead. (B)(4).